Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that on (B)(6) 2016, the patch device came off when patient bumped against the corner of a door frame by accident. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device became unusable.